Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was continued on IV inotropes and there was need for continued diuresis after rvad removal. On (B)(6) 2024 the right ij dvt was removed and the patient was continued on warfarin. On (B)(6) 2024 the urine culture was positive fore enterobacter cloacae. The patient was started on cefepime 2 magnesium IV every 12 hours. On (B)(6) 2024 infectious disease (ID) was consulted and the patient switched from cefepime to IV meropenem 1 gram magnesium every 12 hours. A fever developed and blood cultures were drawn. The patient was positive for cocci likely staphylococcus. They were started on vancomycin IV. The ID was consulted and lines were removed. On (B)(6) 2024. Blood culture had no growth. On (B)(6) 2024 the IV was changed to daptomycin 10 mg/kg due to high mic on vancomycin. On (B)(6) 2024 meropenem was completed. On (B)(6) 2024 the course of IV daptomycin was completed. On (B)(6) 2024 blood cultures were repeated and no growth was seen on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of arrythmia and had a supraventricular atrial flutter implant prior to the centrimag. The patient also had a history of delirium without central nervous system (cns) injury. The patient had atrial fibrillation (afib) with rapid ventricular response (rvr) around 03:0 on (B)(6) 2024. The patient was given amiodarone 150 mg bolus three times. An amiodarone drip was started at 1 mg/min. On (B)(6) 2024 the amiodarone drip was decreased to 0.5 mg/min. The patient had another episode of afib with rvr in the afternoon. The patient was given amiodarone 150 mg bolus twice. The amiodarone drip was increased to 1 mg/min. The patient was given amiodarone 150 mg bolus once overnight. On (B)(6) 2024 the patient continued to be in afib. A dc cardioversion (dccv) was then done with a return to normal sinus rhythm (nsr). For rvr the drip continued on (B)(6) 2024. Atrial flutter returned and the patient was given amiodarone bolus twice. The atrial flutter continued and the electrophysiologist (ep) was consulted. On (B)(6) 2024 the patient remained in afib despite continued amiodarone drip and boluses. The patient was experiencing metabolic encephalopathy with acute post-op pain and agitation requiring sedation. The patient was treated with delirium precautions. On (B)(6) 2024 the patient had began to be more alert but there was still confusion and the patient was slow to respond.

Event description:
On (B)(6) 2024 an electrocardiogram (EKG) showed sinus tachycardia. On (B)(6) 2024 the ep was consulted for concerns of atrial flutter telemetry stips and EKG was reviewed and was confirmed to be sinus tachycardia. On (B)(6) 2024 there was an acute drop in right ventricular assist device (rvad) rpm's to meet the flow rate of 1.75lpm. Examination of rvad tubing revealed multiple large areas of fibrinous clot in the drainage and reinfusion tubing. The patient was given (B)(4) units of intravenous (IV) heparin and a diuretic bolus. The rvad was decannulated at bedside. The patient's urine culture was positive for enterobacter cloacae. The patient was started on cefepime 2 grams intravenous every 12 hours. On (B)(6) 2024 the patient developed a fever and blood cultures were drawn. The cultures were positive for gram positive cocci that was likely staphylococcus aureus. The patient was then started on vancomycin IV. On (B)(6) 2024 the patient's mental status improved. On (B)(6) 2024 there was right internal jugular (ij) deep vein thrombosis (dvt) noted post explantation. The patient was continued on warfarin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: clotting in the centrimag system causing low flow was unable to be confirmed as the device was not returned for evaluation, and no photos were submitted. A specific cause for the patient¿s infection could not be conclusively determined, and a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The patient was started on centrimag blood pump support on (B)(6)2024 as a right ventricular assist device (rvad). The patient experienced atrial fibrillation with rapid ventricular response on (B)(6)2024. The patient received antiarrhythmic medication bolus and drip. The patient also received cardioversion and electrophysiology consult; however, atrial fibrillation and atrial flutter persisted. The patient experienced neurologic dysfunction on (B)(6)2024 with metabolic encephalopathy, acute postoperative pain, and agitation. The patient was sedated, and delirium precautions were taken. The patient was more alert on (B)(6)2024 but had confusion and slow response time. Review of the patient¿s medical history found that the patient had a prior history of arrhythmia, including supraventricular atrial flutter. The patient was in sinus tachycardia on (B)(6)2024 per an electrocardiogram. The patient experienced an acute drop in rvad flow on (B)(6)2024, and rvad speed was increased to meet the flow rate of 1.75 liters per minute (lpm). Examination of the tubing revealed multiple large areas of fibrinous clot in the drainage and return tubing. The patient was given intravenous anticoagulant medication and a diuretic medication bolus. The rvad was decannulated bedside on (B)(6)2024. The patient developed a fever on (B)(6)2024, and blood cultures were positive for bacteria. The patient was given intravenous antibiotics, and the patient¿s infection resolved on (B)(6)2024. The patient¿s cardiac arrhythmia and neurologic disfunction resolved on (B)(6)2024. The patient required continued intravenous heart contraction medication and diuresis after the rvad had been removed. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The centrimag pump was not returned for evaluation. A valid lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) (rev. C) lists cardiac arrhythmias, infection, venous thromboembolism, arterial non-cns (non-central nervous system) thromboembolism, and neurological dysfunction as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.